Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parent reported via phone call that insulin pump keypad was unresponsive. Customer¿s blood glucose level was 230 mg/dl at the time of incident. Customer state that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to verify unresponsive buttons due to blank display. Device received with corroded battery tube, cracked case and corroded motor home switch.